Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/25/2016 with the following results: cartridge compartment is damaged near the threads. Returned cartridge cap is able to attach to the pump & was used for testing. Battery compartment is cracked above & below the bumper pad. Returned battery cap has stripped threads; test cap used for testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during testing. Audio bolus button cover is torn; the button is still operable.

Event description:
On (B)(6) 2016 contacted animas and alleged that the patient had a blood glucose (bg) reading high, with trace ketones, nausea, vomiting, and abdominal pain. The patient required no unusual treatment. During troubleshooting, it was found that the cartridge compartment is cracked. This complaint is being reported as the patient experienced hyperglycemia as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.